Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned, and an evaluation was completed. During inspection, olympus did not confirm the reported event of e333 error. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. When the device was connected according to the instructions for use and operated, no abnormalities could be identified. [Results of validation of functions]. Carry out the pre-operation inspection in chapter 5 of the instruction manual. The following procedures were performed, but no abnormalities could be identified. Endoscope connection no abnormality was identified in the connection. Check the power on. Power on: inspection of the observation monitor confirm that the image is displayed. Inspection of the contents displayed on the endoscope screen confirm that the screen is displayed. Inspection of endoscopic images. Confirm that the illuminated light exits from the tip of the insertion site of the endoscope. Confirm that there are no abnormalities in the image. Confirm that nbi is switched. Check the light control function. Automatic, manual inspection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus visera elite ii video system center was displaying an e333 error code during procedure preparation. According to the initial reporter, this event has occurred a number of times. However, there have been no reports of patient harm. This is report 1 of 2, submitted to capture the specific event from (B)(6)2023. For details concerning the unknown number of events, please see report 2 of 2, with patient identifier (B)(6).